Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received three inappropriate shocks due to noise of the right ventricular (rv) lead. A possible lead fracture is suspected. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.